Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) logged into the station but was unable to remote in. Attempted to push an rss restart of services, but the package was stuck in pending download. After having the customer reboot the machine, was still unable to remote in, so and logged into the server to check if the station was pingable. While on the server, coordinated with the customer and manager to transfer the session. The station was clearly online, as event updates were visible in the rss status page. Once the component manager was reinstalled by the customer, the tss was able to access the station, open the application, and was immediately met with a full download failed: full download was interrupted, please try again error. Confirmed that the datasync service was running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user unable to sync into prod server but keep getting error message as fell download failed, please review sync log files for details. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user unable to sync into prod server but keep getting error message as fell download failed, please review sync log files for details. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.